Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed motor start events recorded on 02/jun/2018 at 20:37:43, on 01/oct/2018 at 16:52:11, on 12/nov/2018 at 10:14:39, 04/dec/2018 at 22:48:38, on 11/dec/2018 at 11:58:15, on 10/jan/2019 at 07:47:50, on 24/jan/2019 at 20:43:22, on 12/jun/2019 at 17:19:32, on 28/jul/2019 at 10:30:25, on 19/oct/2019 at 14:30:52, on 28/oct/2019 at 06:57:03, on 22/jan/2020 at 19:23:53, on 29/jul/2020 at 18:02:11, on 13/mar/2021 at 10:52:20, on 30/sep/2021 at 16:42:23, on 18/may/2022 at 00:10:47, and on 14/dec/2023 at 10:08:36, in which the motor start parameters were atypical. Review of the available event log file revealed that the controller was in use for more than two (2) years. Of note, log files associated with (B)(6) covering the reported event date were not available for analysis. As a result, the atypical motor start parameters finding was confirmed. However, the reported controller fault alarm could not be confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported cont roller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial #: (B)(4). UDI #: (B)(4). No, device evaluation anticipated, but not yet begun h4: mfg date: 16-nov-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm which was attributed to a depleted internal battery. Review of log file data for the controller fault event also revealed that the ventricular assist device (vad) exhibited multiple motor start events with parameters outside of the typical range. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.